Manufacturer narrative:
Examination of the returned item confirms a functional failure. The root cause has been attributed to the manufacturing supplier. Supplier improvements were initiated after manufacture of this lot. Based on the investigation, the need for further corrective action is not indicated. Monitor improvement through trend analysis.

Event description:
The tightening mechanism would not loosen on the instrument creating a delay in surgery by 1 hour.